Manufacturer narrative:
The subject device and the black foreign material were returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The black foreign material was performed the component analysis and the cellulose and the protein were detected. However it was not known what they were derived from. There was the possibility that the cellulose might be derived from the cellulose-based fiber, and the protein might be derived from body fluid, bacteria or protein-based agent. Omsc checked the subject device and found that there were no problem of the exterior of the nozzle and the function of the air/water feeding. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found some black foreign material came out from the subject device when the user was feeding air and water during the preparation for use. Then the user reprocessed the subject device but it still came out a little amount of foreign material from the subject device. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.